Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the manufacturer. Investigation findings: the bur guard was received for evaluation and the reported problem was verified. During testing, the bur guard overheated. Further investigation found the bearings worn the preventive maintenance is overdue. The instruction manual for this handpiece provides the following warning: overheating might occur if the handpiece or accessory bearings are worn or are not kept clean. Continually check all parts of the handpiece and attachments for overheating. Discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the patient or operating room personnel. In addition, the recommended service interval for the drill and associated bur guards is six months. The customer will be contacted with additional information regarding this product.

Event description:
It was reported that this bur guard was in use with a drill that overheated during a 3rd molar extraction. The procedure was completed as intended with another device and there was no report of injury or surgical delay.